Event description:
It was reported that a revision surgery was performed in the patient due to increased laxity product of falling. A patellar component was implanted. The insert was explanted.

Manufacturer narrative:
The associated journey ii bcs articular insert was not returned for evaluation. A clinical analysis noted that details regarding the patient¿s weight-bearing status, medical history, bone quality, and other additional clinical relevant information have not been provided. The root cause of the reported knee instability, increased laxity and pain cannot be concluded. However, the patient falls prior to the revision could not be ruled out as contributing factors to the reported event. The patient impact beyond the reported revision cannot be determined. No further clinical assessment is warranted at this time. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.